Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The final angiography imaging revealed that approximately half of the right renal artery was unintentionally covered by the device. An additional bare metal stent was placed at the right renal artery, the procedure was completed upon confirming blood flow. The patient tolerated the procedure. Reportedly, the physician deployed the ipsilateral leg while pushing it up, and that might have caused the device moved proximally and covered the right renal artery partially.